Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2010. The complaint via the attorney was that the pt suffered an unspecified injury. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
The device were implant: pn 830-247, lot # 0909012, manufactured on october 2009 with an expiration date of 01/31/2011 and pn 830-245, lot # 0912023, manufactured on december 2009 with an expiration date of 12/31/2011. The device history record were reviewed and everything was in order.